Event description:
It was reported by the contact that the customer rec'd an occlusion alarm. It was unknown if the customer's blood glucose level was impacted. The customer was using apidra insulin and the health care provider has provided a prescription to change the type of insulin. The customer temporarily switched to a non-tandem pump until the new prescription could be filled.

Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.